Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was wavy, therefore unusable.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the sample noted no obvious defects. The sample was straight, and had no bends or "wavy" appearances. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "the hydrosil go¿ intermittent urinary catheter is a silicone tube inserted into the urethra for the purpose of draining the bladder of urine. Not made with natural rubber latex. Does not contain dehp indications for use: the hydrosil go¿ intermittent urinary catheter is intended for urological use only. It is intended for use by adult female patients for bladder management including urine drainage, collection, and measurement. The device is passed to the urinary bladder via the urethra. Contraindications: none known warnings: this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: inspect the catheter before use. Do not use the product if the device or packaging is damaged. Adverse reaction: urinary tract infection, bleeding from the urethra, irritation of the urethra instructions for use: review the self-catheterization procedure with a healthcare professional. 1. Always wash hands prior to use. 2. Open the catheter package by peeling the tab upwards with the aid of the finger hole. 3. If desired, hang the package with the adhesive surface on the inner side of the tab to a nearby dry vertical surface while preparing to catheterize. 4. Positioned comfortably with thighs spread apart, clean the opening to the urethra ¿ and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. 5. Remove the catheter with the aid of the insertion handle and advance the catheter tip into the urethra. Slowly and gently insert the catheter into the urethra until urine begins to flow (approximately 1-1.5" or 2.5-3.8 cm). 6. When urine stops flowing, begin to withdraw the catheter. It is recommended to slowly rotate the catheter during withdrawal, stopping each time urine begins to flow. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional. Disposal 7. Place the catheter back into the package and dispose in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Do not flush down the toilet. 8. Wash hands."

Event description:
It was reported that the catheter was wavy,therefore unusable.